Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd texium¿ syringe 10ml separated from barrel and with spillage. This occurred twice. The following information was provided by the initial reporter: description from customer. 2 separate instances of plunger separating from barrel and with spillage.

Event description:
No additional information.

Manufacturer narrative:
Eighteen my8010-0006 samples from lot 92213902 were received in sealed packaging for investigation (appendix 1). The feedback provided by the customer suggests on two occasions the plunger had separated from the syringe barrel, resulting in the spillage of medication. The customer also suggested some syringe plungers were loose; however, no visible damage was detected (appendix 1). A visual inspection of the returned samples did not identify any manufacturing defects which could have caused or contributed to the customer's experience (appendix 2). Functional testing was performed by filling the syringes with fluid; it was observed that the plunger could be separated from the syringe barrel if effort was made to pull the syringe plunger beyond the graded scale; however no issues were observed during normal usage of the product. Furthermore, the samples were then subjected to pressure testing; no leakage was detected from the syringes throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 92213902 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported issue. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the my8010-0006 product in the past 12 months.